Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for malignant pain. It was reported the patient no longer had their pain pump anymore. The patient stated they became septic and their doctor completely removed the system years ago. The patient stated she did not recall the details. The area of the infection was unknown. It was unknown when this occurred. The infection had resolved. No further complications were reported or anticipated.